Event description:
During a ptca procedure, the red tip of the catheter detached outside of the patient while being wiped down after removal. The catheter had been in the lad and was going to be used to dilate a lesion in the diagonal. No patient injuries or complications were reported.